Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level after over correcting a bolus delivery. Customer consumed glucose tablets to treat bg levels. No further information was provided on the reported issue.